Manufacturer narrative:
The technician cleaned and lubricated the side rail latching mechanism to resolve the issue.

Event description:
The account alleged that the side rail will not latch. There were no reported injuries.